Event description:
It was reported that pump screen was dark and would not turn on, and caller declined to provide information about any impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through several steps including removing pump from case, pressing button, and charging pump, after which pump eventually turned on and showed welcome screen with low battery, and caller was educated on battery best practices and instructed to monitor system and call back if issue persisted.